Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bronx, new york. A livanova field service representative replaced the patient bridge, the processor board and the distribution board. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t had patient pumps not working during service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on collected information, the most likely root cause of the reported issue is traceable to an electronic failure of circuit boards. Considering the age of device, a contribution of wearing and/or specific use condition at customer site cannot be excluded .